Event description:
Procedure: vats lobectomy. According to the reporter: during clamp test prior to use on patient the reload was clamped then did not open back up. The reload was used with idrive, and the nurse took them out by force. The same idrive was used to finish the procedure. Product will be returned. Issue during preparation, before surgery. No patient involvement. No injury.

Manufacturer narrative:
(B)(4).